Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
The patient reported: my tooth feels loose. I can move the tooth back and forth, but it is not causing any pain. (B)(6) 2024: the customer provided an updated video, showing the lower gumline to evaluate the recession of tooth. The recession appears worse than when treatment began, which may contribute to the tooth's mobility. The clinician followed up with the patient, requesting additional information, including several photos and videos. The clinician was also notified that the patient is being treated for recession on tooth. No letter of recommendation was provided. No further information was received.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.